Event description:
(B)(4). Since I had the essure put in I have had bad hurting crampping, heavier bleeding where I well bleed through my clthoes . I have pains where my ovaiarys are and they swell up. I have been having more and more pain through all of my female oragans through my intire abdoman.